Event description:
Thirteen years postoperatively, the aortic valve was explanted due to a thrombosed leaflet. It is unknown if the mitral valve (250m-101) that was also implanted in 1991 remains implanted. The surgeon does not believe the device caused this event; however, he is interested in why the thrombus occurred.